Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date h4.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the investigation findings do not lead to a clear conclusion about the cause of the reported event. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cover on the bronchovideoscope was burnt. There was no patient involvement.